Manufacturer narrative:
Based on the information provided, the underlying cause of the reported event seems to have been caused by the patient's movements during the transfer and not a malfunction of the lift. At this time, it has only been identified that the patient sustained a minor injury; however, it was noted that the patient was admitted to the hospital for evaluation. Note: the manufacturing location of the subject lift is unknown. The current manufacturer is invamex, so their cfn number is being used for the MDR filing. Should additional information become available, a supplemental record will be filed.

Event description:
A facility administrator reported that three cnas and nurse were transferring a resident to his bed using an rpl450 lift. During the transfer, the resident began moving, twisting and flattling his arms, causing the lift to tip to the side. The resident was lowered to the floor inside the sling. A licensed nurse assessment revealed the resident sustained a skin tear to his left arm. No other injuries were identified. The resident denied pain at that time and requested to be placed back in bed. He was made as comfortable as possible where he was while awaiting ems arrival for further evaluation. The resident was sent to hospital for evaluation. A call to the hospital ER was made to get an update on the resident's condition. The resident was being admitted for further evaluation. However, at that time, no significant injury had been identified. Nha and the maintenance director arrived to the facility to conduct staff interviews and evaluate the occurrence. It was decided to remove the lift immediately from service until the lift could be physically inspected.